Manufacturer narrative:
Product analysis: analysis confirmed the customer's comments that the external pulse generator (epg) was found to have no atrial output due to a component on the main printed circuit board (pcb) being damaged. It was also noted that the hanger assembly was broken. The lower case was scratched and dented. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests.

Event description:
It was reported that during a preventative maintenance check the external pulse generator (epg) was found to have no atrial output. The epg was returned for service. There was no patient involvement.